Event description:
Hip joint revision-the sulzer orthopedic inter-op acetabular shell removed in this procedure in sulzer's recent alert. The problems pt experienced was related to the described problems in the alert issued by sulzer.